Manufacturer narrative:
Section d5 operator of device of the initial medwatch report was blank. Section d5 operator of device of the initial medwatch report should indicate: health professional.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not charge defibrillation energy. As a result, defibrillation therapy would not be available to a patient, if it was needed.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's high energy capacitor to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed high energy capacitor and determined that the cause of the reported issue was due to a broken strap.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not charge defibrillation energy. As a result, defibrillation therapy would not be available to a patient, if it was needed.